Manufacturer narrative:
A replacement power supply was sent to the customer. The product was received on 10/23/2015. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer confirmed that the transformer was breached. Should additional information, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported to customer service on (B)(6) 2015 that the transformer housing of her pump in style breast pump broke in two pieces, exposing the underlying electronics, which is a safety risk.